Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer gave a manual injection to address bg level. Reportedly, customer continued to use the pump for insulin therapy.